Manufacturer narrative:
Failure analysis: vyaire medical was unable to duplicate the customer's reported issue during testing and evaluation. During an initial bench test, the flow valve was tested and worked normally within specification. The unit passed all testing within specification. Visual inspection revealed the sealing gasket was damaged and had peeled off. This issue could have caused some leakage and/or caused a lower tidal volume.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The flow valve was replaced to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit was delivering a lower amount of tidal volume than expected, while in use on a patient. There was no patient harm associated with this reported issue.